Event description:
The manufacturer service technician reported the silver coating was flaked off both tips of the device, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.